Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/25/2016 to report a loss of connection that occurred on (B)(6) 2016. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter. Additionally, the data log was reviewed on 7/13/2016 which did confirm the reported event of loss of connection.